Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue where drawer 2.1 pockets b1 and b4 displayed a "read, write or invalid cubie memory" error. Recovery attempts and a system restart failed to resolve the issue. After the restart, drawer 1.1 pockets b1 to b6 showed "device not detected on bus." A recovery attempt on one of these pockets resulted in a blank screen, which exited only after timing out. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue where drawer 2.1 pockets b1 and b4 displayed a "read, write or invalid cubie memory" error. Recovery attempts and a system restart failed to resolve the issue. After the restart, drawer 1.1 pockets b1 to b6 showed "device not detected on bus." A recovery attempt on one of these pockets resulted in a blank screen, which exited only after timing out. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer inspected all wiring harnesses and reseated each cubie after popping them out. The system was then tested using the hardware test application to ensure proper functionality. The customer logged in, recovered the drawer, and verified its operation without any issues. The system functioned as intended after the field service engineer repaired the device.